Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and upon powering up the device, it appears to be locked up. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and upon powering up the device, it appears to be locked up. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.